Event description:
A customer contacted baxter global technical services (gts) regarding an unrelated issue. The patient indicated she felt wetness on her abdomen and that the silver part of the catheter was wet. The nurse contacted global product surveillance (ps) on (B)(6) 2011. The nurse stated that the patient's transfer set was leaking. The patient went to the hospital and the catheter set was replaced. The nurse indicated the patient had been diagnosed with peritonitis. During a follow up call, the nurse confirmed that the patient had reported a leak between the catheter and the titanium adaptor resulting in peritonitis. The peritonitis was diagnosed on (B)(6) 2011 and the patient was hospitalized on (B)(6) 2011. The patient was treated with gentamycin 40 mg every day times three days intraperitoneal (ip) then vancomycin 2 grams ip every week for three weeks. The patient is recovering. It is unknown if the patient remains hospitalized. The patient was not retrained as this was considered a connection issue and the patient has good aseptic technique.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available a follow-up will be submitted.

Manufacturer narrative:
(B)(4). A sample was not returned therefore no evaluation was performed. The problem was not confirmed and the cause was undetermined. Baxter had conducted a trend review and found that similar reports have been received. Baxter will continue to monitor similar reports to determine if further actions are required.